Event description:
Event description boston scientific crm received information that this transvenous coronary sinus lead exhibited variable pacing impedance, which fluctuated from 800 ohms to >2000 ohms. A boston scientific crm technical services (ts) consultant discussed possible sources for the observation, including fracture, crush, or loose connection. Ts discussed troubleshooting options, but recommended a revision procedure. To date, there have been no reported patient symptoms associated with this clinical observation.